Event description:
Contact stated that they replaced the batteries and when they insert the test strip the meter reads 8e1 and then f-. A review of the system was conducted over the phone. The review indicated that segments were missing from the display. The contact was asked to return the meter for further evaluation and a replacement was provided. The contact was invited to call 24/7 with future questions/concerns.